Manufacturer narrative:
(B)(4). The customer, a biomedical engineer, later contacted physio-control with the results of their investigation. The biomedical engineer advised that after examining the device, the therapy cable assembly and the electrodes, that they were able to determine that the cause of the reported issue was a therapy cable assembly. The biomedical engineer confirmed that if either end of the therapy cable was moved, that the device would lose its connection and switch from paddles lead ECG to lead ii. The customer further advised that proper operation was observed with both the device in question and the aforementioned therapy electrodes.  No failures were observed. The device, therapy cable assembly and therapy electrodes were not returned to physio-control for evaluation. Physio-control has attempted to contact the customer in order to obtain the serial number of the device used during the event; however, no response has been received.

Event description:
The customer initially contacted physio-control to report that their device would not detect that a patient was connected via a therapy cable assembly and multiple sets of quik combo therapy electrodes during an event. The customer later submitted a medwatch report to the FDA, a copy of which was provided to physio (report number (B)(4)). The customer reported the following: "physio-control electrode defibrillation pads are not being recognized by the defibrillator when connected, resulting in the inability to emergency pace or defibrillate the patient if needed. This has been a recurrent event in the ep labs with this specific electrode model. Staff has been encouraged to save the device and record all events. Several packages were saved, but only 1 pair of electrodes was retained from the date and patient specified in this report. It was observed that these electrodes come from the same lot number. In addition, multiple lifepak 20 machines have been used when the electrodes failed, indicating that the defibrillator machine is not responsible. In this particular event, a different model of electrodes were placed on the patient and worked successfully. No harm came to the patient and the procedure was carried out as planned. Both the electrodes and the lifepak 20 from this event are currently being tested by the biomed department.  All electrodes on site with the same lot number are being exchanged with the manufacturer. The manufacturer has requested the failed electrodes that were saved from this event, as well as the lifepak machine that was in use. These items will be given to the manufacturer when biomed has completed testing. It is still unclear why the electrodes could not be sensed by the defibrillator, but any testing results will be shared when they are made available to clinical engineering." There were no reported adverse effects to the patient as a result of the reported issue.  Physio-control has made numerous attempts to contact the customer in order to obtain additional information about both the patient and the event; however, no response has been received.